Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer had miscalculated carbs for dinner that night. The customer was given juice, food, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.